Event description:
In 2000, the pt underwent carotid endarterectomy. The surgeon used a running 6-0 prolene suture to close the arteriotomy. Approximately 12 hrs post-operatively, the pt began to hemorrhage from the left endarterectomy suture line. It is reported that the suture broke. The pt lost more than a liter of blood, experienced an airway obstruction that required emergency cricothyrotomy and tracheotomy. Pt became hypotensive and subsequently suffered a left frontoparietal cerebral vascular infarction with right hemiparesis and a decreased level of consciousness. After this event, the pt underwent an emergency surgical exploration of the left neck with evacuation of a hematoma and left carotid artery repair.